Event description:
The account alleged that the head of the bed was drifting down slowly. No injury reported.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.